Event description:
It was reported that the foot lift would not lower.

Event description:
It was reported that the foot end lift was stuck in an elevated position due to a broken motor coupler.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot end lift was stuck in an elevated position due to a broken motor coupler, not pin, as initially reported.